Event description:
On (B)(6), 2010, our quality department received the information about the following event: head of the surgery department, reported via our sales rep, that he noticed during surgery that the extractor does not grip anymore. Allegedly no replacing device was available but according to his information the surgery was completed successfully without any impairment of the patient.

Manufacturer narrative:
Na